Event description:
The customer observed a falsely elevated architect total -hcg result for a patient with a clinical diagnosis, examination for in vitro fertilization. (Customer provided reference range 0-5.00 miu/ml). Sid (B)(6) initial result = 102.67 miu/ml, repeat result = <1.20 miu/ml. No impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect total -hcg result for a patient with a clinical diagnosis, examination for in vitro fertilization. (Customer provided reference range 0-5.00 miu/ml) sid (B)(6), initial result = 102.67 miu/ml, repeat result = <1.20 miu/ml . No impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found crystals at the opening of the pipetting area. The fsr cleaned and removed the crystals, and the issue was resolved. The diverter, load and unload - moulded base (rohs) was determined to contribute to the issue. No additional discrepant result issues have been reported since the crystals were removed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with the diverter, load and unload - moulded base (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the associated part. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) or diverter, load and unload - moulded base (rohs) was identified. All available patient information was included. Additional patient details are not available.